Event description:
It was reported that clips start forming and then falls out, auto load does not work.

Manufacturer narrative:
When I receive the quality engineer's investigation report on the device, I will submit a supplement report.